Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Damage (small cuts, scratches/abrasions) and debris were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The subject was enrolled in a foreign trial and underwent uneventful implantation of the investigational corneal inlay in the right eye on (B)(6) 2016. Peripheral corneal haze was first observed 3 months postoperatively and the patient was treated with topical steroids. Nine months postoperatively, the patient presented with grade 0.5 recurrent central corneal haze in the operative eye and the inlay was explanted on (B)(6) 2017. The haze did not result in a decrease in best corrected distance visual acuity (bcdva), however, topography showed central corneal steepening of 1.84 d prior to explant. At last examination one month after explant, the corneal haze had resolved and the patient's bcdva was 20/16.